Event description:
It was reported that a patient death occurred. A pulsed field ablation (pfa) procedure was completed successfully with a farawave catheter and the patient was discharged the same day. Two days after the procedure, the patient presented to the emergency department (ed) stating that was not feeling well. A computed tomography, chest x-ray and echocardiogram were performed. While in the ed, the patient seized and coded, and eventually passed away. No further information is available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.